Manufacturer narrative:
Data analysis: there were no purge alarms found during the investigation. Device analysis: upon inspection of the automated impella controller, the purge flag was noted to be missing. Root cause: the cause of the purge flag issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant sent an automated impella controller device in for service after experiencing a placement signal issue. The issue was found during a clinical case; however, it did not affect patient support, and the device did not need to be replaced. The patient remained on impella support; however patient outcome is unknown. Upon sending the unit for service, it was discovered the purge flag was broken.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The optical connector is very dirty when received from the field. Running a pump after cleaning, removed the failures seen in the field. Additionally the purge flag was missing which was not reported in the complaint description. The root cause of the aic issue was contamination on the optical connector. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.